Manufacturer narrative:
Updated fields: b4,d8, d9, g1, g3, g6, h2, h3, h4, h6(medical problem code, component code, investigation findings , investigation conclusion, type of investigation), h11 a getinge field service engineer (fse) evaluated the unit and confirmed screen was discolored making it inoperable. Removed and replaced top display as required. Performed display calibration test multiple times and functional test without further failures or issues. Performed system checkout, calibration, safety and functionality checks to factory specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) screen has issues loosing color. There was no patient harm.